Event description:
Patient presented to hospital for port removal, because the port catheter had dislodged from the port. On (B)(6) 2013 when port flushed swelling and pain was observed at the port site. Portagram demonstrated a disconnected port catheter from port in left chest. Patient scheduled for foreign body removal and new port insertion that day.